Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced bleeding and a hematoma at the access site. The patient required a blood transfusion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.